Event description:
The large cuff broke. No problem with intubation. Ett tubes were tested prior to intubation. Following intubation, within 5 minutes, the tracheal cuff would not hold air. No patient harm or injury.